Manufacturer narrative:
As received, a complete lead was returned in three pieces. Final analysis found full breach insulation degradation exposing the outer coil distal at 4.8 cm to the connector boot. The cause of the reported event was isolated to insulation degradation exposing the outer coil. All other damage noted is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-08732. It was reported that a patient presented in clinic for follow-up. Upon review it was noted that the atrial lead was exhibiting noise leading to oversensing and triggering auto mode switch episodes and the right ventricular lead exhibited noise leading to inhibition in rv. The leads were explanted and replaced. The patient was in stable condition.